Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
When stryker evaluated the customer's device, the power pcb assembly was also replaced as precaution. Further evaluation of the pcb did not reveal a cause. A further review of the electronic records from the device observed non-software initiated battery switches, which indicates a mechanical issue between the device and battery. However, a conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. However, a review of the electronic records from the device confirmed that the device recorded several inappropriate losses of power. The battery pins in the device were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.